Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir came out of the insulin pump and she put it back in and started feeling a burning so she disconnected. Customer's blood glucose level started dropping. Blood glucose was 77 and then 66 mg/dl. Customer ate and felt nauseous. Customer stated she had been experiencing low blood glucose for about three hours. The drive support cap is recessed. Customer did not want to continue troubleshooting and declined assistance calling the paramedics. She stated she would go to the emergency room. Customer was advised to call back when stable.